Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Analysis is currently on-going.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared a battery status of end of life. The device was explanted and replaced. There were concerns regarding duration from elective replacement indicator (eri) to eol. No adverse patient effects were reported. This product was returned for laboratory analysis.

Event description:
--